Event description:
Prograsp robotic grasper s.n. (B)(6) was noted to have a broken articulating cable which rendered the instrument unusable. No harm was done to the patient. No delay occured. The broken instrument was immediately taken out of the patient.